Event description:
Customer complained about sensor reading discrepancies. Customer reported that he was receiving false low glucose and the insulin pump would go into threshold suspend. Customer also stated, he experienced blood at site during insertion for both the sensor and infusion sets. The site does not show signs of infection. He was unable to troubleshoot. Blood glucose value was 100 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.